Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were not working and were stuck. Customer's blood glucose was 192 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.